Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported per patient¿s medical records that on (B)(6) 2007, the patient presented with the following preoperative diagnoses: l4-5 and l5-s1 lumbar disk protrusion; pain of diskogenic origin; lumbar spinal instability; and sciatica l4-5 and l5-s1. She underwent the following procedures: l4-5 and l5-s1 central sub-articular and foraminal decompression; bilateral partial facetectomies and foraminotomies; complete posterior lumbar discectomy, l4-5 and l5-s1; posterior lumbar interbody fusion, l4-5 and l5-s1, using bone morphogenic protein one a compression-resistant collagen sponge and ceramic based carrier; peek interbody implant, l4-5 and l5-s1; posterolateral fusion, l4-5 and l5-s1, using right autogenous iliac crest bone graft and pedicle instrumentation; emg evoked potentials for the duration of the surgical procedure. Per op notes, ¿¿ a bone morphogenic protein was prepared on a collagen and ceramic-based sponge allowed to bind for 30 minutes. The bmp was placed in the disk space and also packed into the interbody fusion device. The interbody fusion device was sequentially packed in the disk space at l4-5 and l5-s1. Excellent fixation was achieved¿¿ no patient complications were reported. Postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.